Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated and attache somewhere, way out towards my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stress ("stressed"), dyshidrotic eczema ("dishidrotic eczema"), migraine ("after getting essure my migraine got out of control"), headache ("nasty headache"), anxiety ("anxious"), poor quality sleep ("kept me at night"), nightmare ("horrible nightmares") and genital haemorrhage ("I'm spotting now") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, weight increased, stress, migraine, headache, anxiety, poor quality sleep, nightmare and genital haemorrhage outcome was unknown. The reporter considered anxiety, device dislocation, dyshidrotic eczema, genital haemorrhage, headache, migraine, nightmare, poor quality sleep, stress and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated and attache somwhere, way out towards my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stress ("stressed"), dyshidrotic eczema ("dishidrotic eczema"), migraine ("after getting essure my migraine got out of control"), headache ("nasty headache"), anxiety ("anxious"), poor quality sleep ("kept me at night"), nightmare ("horrible nightmares") and genital haemorrhage ("I'm spotting now") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, weight increased, stress, migraine, headache, anxiety, poor quality sleep, nightmare and genital haemorrhage outcome was unknown. The reporter considered anxiety, device dislocation, dyshidrotic eczema, genital haemorrhage, headache, migraine, nightmare, poor quality sleep, stress and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event dyshidrotic eczema and reporter. On 23-mar-2020: social media content received: reporter added. Event after getting essure my migraine got out of control, nasty headache, anxious, kept me at night, horrible nightmares was added. On 23-mar-2020: social media receive- new event I'm spotting now was added. Reporter information was added. On 23-mar-2020: no new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated and attached somewhere, way out towards my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), stress ("stressed"), dyshidrotic eczema ("dishidrotic eczema"), migraine ("after getting essure my migraine got out of control"), headache ("nasty headache"), anxiety ("anxious"), poor quality sleep ("kept me at night"), nightmare ("horrible horrible nightmares"), genital haemorrhage ("I'm spotting now"), arthralgia ("hip pain") and abdominal pain ("belly hurting") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, weight increased, stress, migraine, headache, anxiety, poor quality sleep, nightmare, genital haemorrhage, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, device dislocation, dyshidrotic eczema, genital haemorrhage, headache, migraine, nightmare, poor quality sleep, stress and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal, abdominal pain, hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New reporter information was added. New events- hip pain,belly pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated and attache somwhere, way out towards my colon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and stress ("stressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, weight increased and stress outcome was unknown. The reporter considered device dislocation, stress and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event weight gain added. On 23-mar-2020: social media content received: reporter added. Event medical device removal replaced with device dislocation. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.